Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawers 1.1 and 1.2 failed, hindering users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 30-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers in auxiliary were ¿not detected on the buss¿ and could not be recovered even though there was power going into the aux and all drawers were accessible in hta. A field service engineer cycled power, all drawers were shown up and accessed by users. The system functioned as intended after the field service engineer repaired the device.